Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left colectomy procedure, when the device was fired the staples did not form all the way. Did not fully close in the "b" shape and were still in the open position. After firing the tissue donuts looked fine. However, the anastomosis was not achieved. The patient had a colostomy as a result. It is not certain if this will be permanent or temporary. There were no unusual noises heard when firing. They turned the end cap to achieve the appropriate amount of tension on the tissue before firing. They twisted the cap until the indicator showed in the middle of the green. Per the surgeon the tissue was normal thickness. These are all the details presently known. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Results: uncut washer - blemished. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.